Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the outer cover of the bd ultra fine¿ mini pen needle does not attach and was unable to deliver the injection. The following information was provided by the initial reporter: consumer reported when placed non patient end onto the pen it gave him a hard time. This needle would not allow to use for injection. Noted the insulin pen rubber tip piece bulged outwards.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the outer cover of the bd ultra fine¿ mini pen needle does not attach and was unable to deliver the injection. The following information was provided by the initial reporter: consumer reported when placed non patient end onto the pen it gave him a hard time. This needle would not allow to use for injection. Noted the insulin pen rubber tip piece bulged outwards.